Event description:
It was reported that this cardiac resynchronization therapy defibrillator showed high out-of-range pacing impedance on the left ventricular (lv) channel and high out-of-range shock impedance a day after it's implant. Technical services reviewed this case and noted the lv port was plugged due to anatomical challenges. No further information could be obtained. This device remains in service and no adverse patient effects were reported.